Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported by a getinge service territory manager (stm) that they received an email from the facility's biomedical engineer stating that their cs300 intra-aortic balloon pump (iabp) was not getting the ECG signal to the iabp. It was not reported under what circumstances the event occurred. No adverse event was reported.

Manufacturer narrative:
On (B)(4) 2018, we confirmed that this complaint event was duplicated in our system.

Event description:
It was reported by a getinge service territory manager (stm) that they received an email from the facility's biomedical engineer stating that their cs300 intra-aortic balloon pump (iabp) was not getting the ECG signal to the iabp. It was not reported under what circumstances the event occurred. No adverse event was reported.